Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Date of event is unknown.

Event description:
It was reported that the hospital was requesting patient's IV medication dosing info. Per registered pharmacist (rph) patient's pump has been off for 4 hours due to unspecified malfunction; pharmacy not notified before this contact. Both pumps maintenance due 09/22/2022 and maintenance due 09/21/2022] displayed "no disposable" alarm; pump couldn't read cassette. Patient is currently in the ER waiting to restart infusion. Rph unsure if they will be admitting patient or if they will be able to assist with the pump issue and send patient home. Unknown if this is a pump or cassette issue. Cassette lot number unknown. Md notified. Requested hospital rph instruct patient to call pharmacy to replace pumps if needed; pumps not replaced at this time. The reported product fault occurred while in use with the patient. No patient or clinical injury reported.